Manufacturer narrative:
Multiple attempts to gather additional information have been made. These attempts have been unsuccessful; however, additional information was received, and the patient weight field has been updated.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and nine months post implant of this bioprosthetic valve, it was replaced valve-in-valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.